Manufacturer narrative:
The device was not returned for inspection.

Event description:
It was reported that the images would go out when the scope was angulated. There was no patient injury or other adverse health consequence.